Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: mpact two holes shell cement less size 48: ref 01.32.148dh/ lot 132040 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The 5 cups belonging to this lot have been already sold without any other similar incident. Mpact pe liner: ref 01.32.329hct / lot 132040 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The 5 cups belonging to this lot have been already sold without any other similar incident. Mpact cancellous bone screw 25 mm: ref. 01.32.6525 / lot 115664 ((B)(4) screws produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The (B)(4) screws belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the infection is device related.